Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited increased thresholds. A chest x-ray was performed and revealed that the lead had dislodged. It was suspected that the lead dislodged due to the patient's heavy exercising. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.